Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range impedance measurements of less than 20 ohms. This measurements varied, it went from normal ranges half of the time, to low impedances the other half of the time. Boston scientific technical services (ts) was consulted and suggested that they should perform synchronized max energy shock and look for a possible short. A lead fracture was suspected. The lead and device were explanted as a result, and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observations confirmed that the complete lead was returned severed 11 cm from the is-1 pin. The distal and the proximal segments were returned. It was noted that the extracting stylet was still inside the distal segment of the lead, and there were set screw marks noted on all terminal connectors. There was a slit found in the trilumen insulation just distal to the proximal shocking coil,which is believed to have been induced during the explant of this lead. Additionally the clear medical adhesive (ma) was found to be torn/separated from the gore covering at the proximal end of the spring electrode, and the proximal spring was found to be stretched at this point. The lead helix was fully extended with tissue entwined throughout. The clinical observations of varying impedance measurements were not confirmed. Direct current resistance tests showed returned segments of lead is continuous.

Manufacturer narrative:
Detailed analysis is being performed on this lead. Upon completion of analysis, this report will be updated.